Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery door. The device's event history log was reviewed for evidence of the reported problem, found ?occlusion ? Check infusion line". To conduct functional testing the device had an accuracy test performed. Upon testing, the reported device problem was duplicated. The position being out of spec and normal wear was determined to be the root cause. To address the issue, the motor was replaced, and the position was recalibrated. The device then passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not infusing correctly and was make loud noises during infusion. No adverse patient effects were reported.

Manufacturer narrative:
Other text: (B)(6). Corrected data: h3.